Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the leadless implantable pulse generator (ipg) device exhibited no capture. The de vice was removed. No patient complications have been reported as a result of this event.